Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail non-collared stem fractured at the neck causing stem to fail. Patient consequence? :yes. Patient consequence description:patient had to undergo revision of right femoral stem. Action taken for procedure:revision hip surgery. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.